Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior wall of vagina mesh procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient complained of pain in the buttocks during medical examination one month after the procedure. There was a cord-like resistance and oppressive pain in the middle of the left vaginal wall. Nerve compression by the left second puncture arm was suspected. Follow-up observation was performed, and it was planned to cut through the left second arm on (B)(6) 2015. Reportedly, the mesh was placed in the vaginal wall and there was difficulty in sexual intercourse.